Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient had fallen in (B)(6) 2017. Afterwards, the patient began receiving stimulation in an unintended area. The patient has to reposition themselves in a certain way to receive adequate coverage. As a result, the patient plans to undergo surgical intervention.

Event description:
Follow-up revealed the patient underwent magnetic resonance imaging testing (MRI), but the results are unknown.